Event description:
It was reported that the subject device had unreadable hatched image. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name : (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following reportable malfunctions were identified during the device evaluation: poor water tightness of cable unit, lost water tightness. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure was due to leak in camera unit. Regarding the additional malfunctions, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified procedure.